Event description:
On (B)(4) 2012, the customer reported a leak under the aliquot probe wash station on the dxc 600i instrument. Customer stated that they also found dried remnants of a leak while troubleshooting for a "failed to transfer av" error. The volume of the leak was unknown and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a crack in the exit fitting and the active wash station. Fse replaced the active wash station and fitting. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation results: fse replaced the active wash station and fitting. (B)(4).